Event description:
Unidentified fault code on the report. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 14th november 2017. Upon receipt, it was noted that four incomplete power ons had occurred on the 12th february 2020 during manual power ons. Each power on logged an undefined fault code within the saverevo self-test log, indicating that the device had powered off prior to logging the correct fault code. No fault was found on the device or returned pad-pak that could have caused the incomplete log entries on the 12th february 2020. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 360p.

Event description:
Unidentified fault code on the report. There was no patient involved in this event.